Manufacturer narrative:
Date of event is estimated,

Event description:
It was reported that the patient experienced an open wound. Surgical intervention took place where the entire system was explanted. Related manufacturer reference number: 3006705815-2023-00223.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.